Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence was provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately eight years two months post vena cava filter deployment the patient underwent surgery to remove the filter. Detached limb(s) were unable to be retrieved and remained in the right lower lobe pulmonary artery. A second attempt was done to remove the detached limb(s) however, the attempt was unsuccessful. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment and retrieval difficulties as no objective evidence was provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately eight years two months post vena cava filter deployment the patient underwent surgery to remove the filter. Detached limb(s) were unable to be retrieved and remained in the right lower lobe pulmonary artery. A second attempt was done to remove the detached limb(s) however, all the attempt to retrieve the filter was unsuccessful. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that approximately eight years two months post vena cava filter deployment the patient underwent surgery to remove the filter. Detached limb(s) were unable to be retrieved and remained in the right lower lobe pulmonary artery. A second attempt was done to remove the detached limb(s) however, the attempt was unsuccessful. The current status of the patient is unknown.